Manufacturer narrative:
Current investigation findings can be reviewed in the attached document "findings on RMA 11312". Electrical component failure identified, as well as degradation of device housing, but no electrically conductive path could be identified to the outside of the housing that would affect the user.

Event description:
Nurse electrified, burned on the arm and hospitalized, in a work stoppage. No additional information has been provided by the customer or the injured party at this time.

Manufacturer narrative:
Investigation pending the return of the suspect device. No findings could be determined at this time due to the device not yet being returned for investigation. Update will be pursued should the situation change accordingly.

Event description:
Nurse electrified, burned on the arm and hospitalized, in a work stoppage. No additional information has been provided by the customer or the injured party at this time.